Event description:
It was reported that a user experienced hypoglycemia with a recorded low blood glucose of 59 mg/dl after a change in insulin targets by her clinician; she treated with oral carbohydrates and subsequently experienced hyperglycemia from overcorrection, though her glucose later trended back into range. Troubleshooting and education were completed, and the user was advised to contact her clinician to discuss target settings. Investigation included review of the event details and user-reported glucose management. Further investigation of this case revealed user overcorrection following treatment of hypoglycemia. The user reported symptoms included dizziness and weakness which were associated with low blood glucose during the event, without reported physical symptoms at the time of follow-up. Outcomes included transient out-of-range glucose values without hospitalization or emergency treatment. It was concluded that the event was related to hypoglycemia with cause unclear and subsequent user overcorrection; the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.